Event description:
It was reported that a caregiver expressed concern regarding glucose management after pump initiation, with glucose readings in the 50 mg/dl and intermittent hyperglycemia at 275 mg/dl, noting improper use of meal announcements, selection of meal designations while low, and multiple user-initiated insulin periods that were not ended appropriately. This aligns with an improper or incorrect procedure or method related to the device user interface. No adverse clinical symptoms associated with hyperglycemia and hypoglycemia reported. Outcomes included the need for oral glucose administration for treatment without hospitalization. Investigation included communication with the reporter and analysis of information provided by the user. Investigation of this case revealed no device problem found, and a usage problem identified, with evidence of failure to follow instructions and user-interface¿related misuse of meal announcements and insulin periods. The pump was therefore assessed as functioning, and a malfunction could not be determined from the available information. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error that contributed to the event, and additional training with the trainer and/or healthcare provider was recommended.

Manufacturer narrative:
Initial.